Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 381 mg/dl. The customer experienced nausea, shaking, headache, vomiting and abdominal pain. The customer was unable to troubleshoot as he was still in the hospital, and had no supplies. Advised the mother to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.